Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled generator change. It was noted that the implantable cardioverter defibrillator exhibited crosstalk during implant. No intervention was performed and the issue was resolved. The patient was stable.